Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen became unresponsive without visible damage, and video evidence confirmed no touch input despite an intact display; blood glucose was not affected and no alerts or alarms occurred. Symptoms included no injury or clinical effects. Outcomes included no change in glycemic control, no medical intervention, and no hospitalization. Investigation included customer interview, verification of device identifiers and shipping details, and troubleshooting guidance including shutdown steps and data sync instructions. It was concluded, based on previously established findings for similar reports, that transient moisture interference with the touchscreen was the most probable cause.